Manufacturer narrative:
(B)(4). Date sent: 05/28/2020. H10: corrected data = device analysis: the analysis found that one ntlc75 device was returned with the left bearing detached, the right bearing was present and in position within the saddle pin and with no cartridge reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The damage on the shroud and the right bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Event month and day unknown. Only year (2020) is known. Batch #unk. Photo investigation summary: upon visual inspection of one photo, the following was observed: the photo shows two halves of anvil shroud and one of them present a loose bearing from right side. Based on the photo the event described is confirmed, however, no conclusion or root cause could be determined. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were all pieces retrieved? What was the result of the post-operative x-ray? Was any medical or surgical intervention required? Please explain.

Event description:
It was reported that during a bowel resection, when surgeons were closing an ntlc machine to perform first firing, it broke, leaving an o-ring fallen down inside patient's abdominal cavity. The separated piece was retrieved easily without additional intervention, and a new device was opened to successfully complete the procedure. Surgery was delayed 20 minutes due to the reported event. An x-ray post-op was required. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2020. D4: batch # t5dn5z. Additional information was requested, and the following was obtained: were all pieces retrieved? Yes, all pieces were removed. What was the result of the post-operative x-ray? Post-op x-ray confirmed that no foreign body left inside patient. Was any medical or surgical intervention required? No medical or surgical action was needed after the incident. Device analysis: the analysis found that one ntlc75 device was returned with the right bearing detached, the right bearing was present and in position within the saddle pin and with no cartridge reload present. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The damage on the shroud and the right bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.